Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) leads had decreasing signal amplitude. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 6935, implantable tachy lead: (B)(6) 2012. (B)(4).